Event description:
On (B)(6) 2013, the patient reported that when he does not replace his infusion headset within 48 hours the infusion site become sensitive and displays redness and inflammation. On (B)(6) 2013, the patient had an infection at his infusion site that was not clearing up with antibiotic ointment. The patient was treated by his doctor with a prescription for and ointment and an injection of antibiotics to reduce the inflammation. The patient does not think he is allergic to the materials in the infusion set, but that the cannula irritates his skin if left in the same place for more than two days. The infusion set was discarded and therefore unavailable to be requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint can not be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was available to be returned.